Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call the insulin pump had physical damage. The customer's blood sugar in the 400mg/dl range. Customer was treated with correction. It was reported the insulin tubing was really dark. Mother was advised to check insulin vial for discoloration. The vial was clear. Mother sated customers blood glucose was going high. Advice to discontinue use of the insulin pump when they pick customer up from school. Customer was wearing black pants, advised that the coloring could be coming from customer's pants. Advised to look at the reservoir to see if the insulin is clear. If it is, the discoloration could be coming from customer's clothes. Unable to trouble shoot for high blood glucose since neither insulin pump and customer are available. The insulin pump will not be returned for analysis.